Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1787 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that guidewire was found kink during insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. Many bends were observed in distal end of the returned guidewire. No breaks were found within the returned guidewire during tactile evaluation. A microscopic observation revealed a kink in the coiled wire of the guidewire approximately 2.1 cm proximal to the distal tip. The weld tip was observed to be present and intact. While the returned guidewire was found to be bent in multiple locations, it was not possible to determine when or where the sample was damaged. Possible causes include damage during packaging, handling, manipulation, or use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that guidewire was found kink during insertion. No other information was provided.